Event description:
A clinic administrative assistant contacted fresenius technical support to report ¿issue: display brightness problem¿ on the liberty select cycler. Screen was dim during ready. Display brightness was set to (10). Rebooted cycler but screen remained dim. Replaced cycler due to (display brightness problem). At least one full treatment had been completed with this cycler. Issue did not occur prior to completing the first treatment. The fresenius technical support representative advised to discontinue use of this cycler and to contact peritoneal dialysis registered nurse (pdrn) to inform of replacement. Upon follow up, it was confirmed that the patient was able to complete the treatment on a different cycler on the reported date. The initial reporter clarified that she is not a nurse and that she only made the report. She works as a clinic administrative assistant. She stated that at the time of the call, they were preparing to set it up, but the screen was too dark to program. She was unable to provide the patient¿s name or the reason for the patient being at the hospital, as she does not remember. The cycler replacement was received and the old cycler will be picked up on (B)(6). No patient adverse effects were experienced, and no medical intervention was required related to this issue. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage: bezel damaged there were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane touch screen test ¿ failed. When powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 1922 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Voltage verification check ¿ passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.